Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported mom called unit 1 overnight, saying patients 'cap' had fallen off. Upon arrival to unit noted that end of lumen had broken off. Admitted to hospital for monitoring and plan for rewire on april 15. Child life accompanied patient to ir for procedure (patient crying and nervous about need for rewire and procedure). No further information was provided.